Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the mobile power unit. Based on past experience with the heartmate ii left ventricular assist system and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii left ventricular assist system could not be conclusively established through this evaluation. The submitted log file contains data from 10feb2019 at 20:49:59 through 11mar2019 at 09:02:01. The pump speed did not drop below the low speed limit and no atypical alarms were captured from the beginning of the file until 04mar at 23:22:05. At this time, the no external power and low voltage hazard alarms were active due to both power cables being disconnected. No additional atypical alarms were captured at this time. Intermittent low speed events, including pump stops, were captured intermittently on 04mar2019, 05mar2019, 07mar2019, and 08mar2019. These low speed events were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnected alarms. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. These events only appeared to occur while the patient was supported by the mobile power unit. It was later reported that the patient remains ongoing on ungrounded patient cables. There were no further pump stops and the patient remained asymptomatic. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system instruction for use states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times¿. The instruction for use addresses all system controller alarms (including no external power, low speed hazard, and pump off alarms) and how to respond to such events. Both the heartmate ii left ventricular assist system instruction for use and patient handbook explain that all heartmate ii left ventricular assist system drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that there were no further pump stops and the patient remained asymptomatic. The patient was issued and remains on an ungrounded patient cable.

Manufacturer narrative:
Approximate age of device- 4 years and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has a driveline short to ground. Log files submitted captured speeds drops below the low speed limit (lsl) and pump stops on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mobile power unit (mpu). No grounded patient cables have been requested. Additional information was requested, but not provided.